Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a soft tissue retractor broke while being detached from the retractor body during surgery. The pieces were removed from the patient and an alternative tissue retractor was used to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Additional information: results and conclusions - the retractor was not returned for evaluation, so no findings are available and no conclusions can be drawn. The lot number is unknown so the manufacturing records cannot be reviewed.

Event description:
It was reported that a soft tissue retractor broke while being detached from the retractor body during surgery. The pieces were removed from the patient and an alternative tissue retractor was used to complete the procedure. There were no reported patient impacts associated with this event.